Manufacturer narrative:
The field service engineer (fse) discovered the first peristaltic pump tubing clogged and fluid in the reaction vessel (rv). The fse also observed the aspirate probe #2 peristaltic pump tubing was obstructed. The obstruction prevented the aspirate probe from completely cleaning the reaction vessel, which caused the elevated results. The fse replaced the wash/read carousel side bearings, all aspirate probes, aspirate probe peristaltic tubing, the sample pipettor tip, substrate probe, incubator belt, and all vessel holders. The fse re-installed the analytical module and performed incubator belt calibration, incubator belt alignments, performed 4 cycles of incubator track, and vessel holder and wash carousel transfer exercisers. The fse verified sample pipettor ultrasonics transducer voltages, sample pipettor transducer temperature, performed all sample pipettor alignments, and primed the fluidics manifold. The fse verified all aspirate probes were functioning properly. The fse performed complete system check and results passed within published performance specifications. The fse performed hsinc52 and hswson service assay test; results passed within published performance specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. All related medwatch reports associated with this incident: 2122870-2013-00481, 2122870-2013-00482, 2122870-2013-00483.

Event description:
The customer reported non-reproducible, elevated troponin I (access accutni) results, within the risk stratification, for three patients, involving the access 2 immunoassay system utilized in conjunction with the access accutni reagent and calibrator. Subsequent analysis of the patients¿ samples, on an alternate instrument, recovered lower troponin I results within the normal reference range. All three elevated patient results were released out of the laboratory. Two of the three patients were admitted to the hospital. No further patient information was supplied. There has been no report of current patient outcome to date. Patient samples are collected in 13x75 mm heparinized plastic separation tubes (pst) by the laboratory or emergency room (ER) personnel and centrifuged in a statspin centrifuge for three minutes, at room temperature. Three levels of quality control (qc) had been in range for the week prior to and on the day of the event. The customer verified the substrate probe and bottle fittings, and aspirate and dispense the probe seating and tubing connections. The system check failed the wash portion with a washed relative light unit (rlu) mean of 208,773 and a washed percent coefficient of variation (%cv) of 12.53%. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report three of three referencing patient number three.